Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture on the shock channel and high out of range shock impedance measurements. A boston scientific technical services (ts) discussed testing lead integrity with the old device at change out. Lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.